Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient did not have prolongation of hospitalization. It was noted that the patient was admitted to the hospital medicine services in observation status to rule out the possibility of transient ischemic attack versus vertigo.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving lioresal 2000 mcg at 701.0142 mcg/day via an implantable pump. It was reported the patient had their pump replaced on (B)(6) 2019. The patient was admitted overnight at a local hospital 11 days after pump replacement due to weakness in lower extremities. It was noted the pump pocket was swollen and felt like fluid was around the pocket. Examination revealed minimal fluid retention within pump pocket on (B)(6) 2019. An x-ray was performed, and showed pump and intrathecal catheter were connected. The patient denied pain and weakness in lower extremities. The patient was at the clinic on (B)(6) 2019 and there was no fluid around the pump pocket and no swelling. No action was taken. It was noted that issue was resolved/resolved without sequelae on (B)(6) 2019. The clinical diagnosis was fluid around pump pocket. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was possibly related. The incisional site/device tract was pump pocket. The event date was (B)(6) 2019.